Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer also reported receiving excessive no delivery alarm during the fill tubing process. The blood glucose reading was 279 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information.